Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was reported that when the extension was checked for impedances it was an open circuit. The extension was looked into and inside it ¿was crooked¿. The extension was replaced and it worked well with normal impedances. It was noted that the extension was implanted on (B)(6) 2013 and the date of the event of the problem was(B)(6) 2013. It was noted that there was a dislodgment of the extension. There was no patient injury associated with the event and the patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension (serial # (B)(4)) found no anomaly.